Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-aug-2024, UDI#: (B)(4) h3-¿tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that the replacement communicator worked on friday but since saturday the communicator was charged till the green battery indicator light came on and when they unplugged the communicator the green battery indicator light was still on, and they were not able to connect to the pump and the handset was showing "device not found, communicator." The caller stated the communicator had not been dropped or gotten wet, the ac port did not feel loose or bent and she did not hear anything rattling inside of the communicator. The caller confirmed blue tooth and secure folder were on. The agent had the caller toggle off wifi. A replacement communicator was requested from the repair department. No patient harm reported.